Manufacturer narrative:
The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification for the reported skiving is consistent with use/user error. The IFU states: "use only a brk trade mark type curved needle with stylet. During insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator" and per the info provided, the physician was using a cook ts needle and no stylet.

Event description:
Same case as: 3005188751-2011-00224, 00226, 00227, and 00228. It was reported while attempting to perform transseptal puncture, skiving of the swartz braided introducer/dilator occurred. The physician attempted to advance a non-sjm transseptal needle without the use of a stylet into the dilator/introducer assembly to perform transseptal puncture when a blockage was noted preventing advancement of the needle. When the dilator was removed from the pt and flushed, fragments of dilator material were observed. The physician attempted to advance the non-sjm needle through a total of five introducers. There were no consequences to the pt. Add'l info was requested and is not available.